Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: two openings, wear abrasion and fold creases. A leak test was performed which identified openings. A microscopic analysis was performed which identified: one crack opening, partial delamination of valve and one opening crease smooth. Based on the device analysis the final assessment is one opening crack assessed as cracked valve seat diaphragm valve, one opening crease smooth assessed as fold flaw opening, and partial delamination of valve due to adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device was explanted.